Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
The reported condition of failure code 814:01 was confirmed and duplicated due to depleted main batteries. The main batteries and battery harness were replaced to correct the reported condition. Should additional information become available, a follow up medwatch will be submitted. (B)(4).

Event description:
The facility representative reported a colleague infusion with failure code 814:01. The reported condition occurred during programming/set-up in the ICU. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software version 5.04.00 categorized as unremediated. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery. No additional information is available.